Manufacturer narrative:
Device was not returned. If additional information becomes available that suggests otherwise, it will be provided in a supplemental report. : device disposition unknown.

Event description:
Customer reported that : "the screwdriver makes steel particles".